Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube kinking was cutting off patient airflow. Each kinking occurred at the 19 cm mark where the cuff tube inserted into the endotracheal tube itself. The patient was supine, neck in straight neutral position with very slight extension. The tube was following the normal curvature of the patient¿s neck. There was no patient injury.